Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  Unique identifier (UDI) number: (B)(4).

Event description:
On (B)(6) 2018 for visualase ablation surgery, surgeon complained of depth inaccuracy. He reported that the entry point and trajectory were acceptable, but the insertion of the laser catheter was too deep (1cm). No harm to patient occurred. The catheter was retracted 1 cm and the ablation was performed. The field service engineer on site observed that the surgeon at the time of insertion had removed the drill guide used for measurement of the distance to target multiple times and it is possible that the drill guide was not fully inserted into the instrument adapter.

Manufacturer narrative:
It was reported that a depth inaccuracy was noticed. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Some data were missing (post-operative exams) which were needed to be able to conduct the investigation; therefore the analysis remains inconclusive and a root cause for the reported event cannot be determined. It is noted that the reported depth discrepancy was noticed and corrected before the ablation. 4247 - appropriate term/code not available : no investigation results available because some data are missing.

Event description:
On (B)(6) 2018 for visualase ablation surgery, surgeon complained of depth inaccuracy. He reported that the entry point and trajectory were acceptable, but the insertion of the laser catheter was too deep (1cm). No harm to patient occurred. The catheter was retracted 1 cm and the ablation was performed. The field service engineer on site observed that the surgeon at the time of insertion had removed the drill guide used for measurement of the distance to target multiple times and it is possible that the drill guide was not fully inserted into the instrumentadapter.